Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a cerebral spinal fluid leak occurred during the patient's scs system implant surgery. Reportedly, the dural puncture occurred while the physician was trying to place the lead. The needle was re-positioned and the lead was placed. The procedure was completed without further issues. Postoperative, the patient reported having a headache and was instructed to lay flat, and to drink fluids and caffeinated beverages. No further intervention was planned at this time.

Event description:
Follow up information obtained identified the reported issue has resolved, and the patient was well and receiving effective stimulation therapy from the scs system.